Manufacturer narrative:
A complete analysis and testing of 1 opened and used reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of high blood glucose readings and a faulty reservoir. The customer's blood glucose reading was 472 mg/dl. The customer stated that he opened a new reservoir and there is liquid leaking from the tubing. The customer stated that the tubing is bent and seemed brittle. The customer stated that there were neither stress nor pull on the tubing. The customer stated that the pump was not dropped. The customer changed the infusion set. The customer will be sent replacement reservoirs.